Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported observations could not be confirmed. The fse performed inspection with nothing to note. The device was powered on and initialized without error. The console was rebooted multiple times, but no errors were noticed. Multiple test fibers were checked, and all were recognized. Since the investigation was unable to identify any damage or malfunction related to the reported allegation, the investigation conclusion code selected for the complaint is no problem detected.

Event description:
It was reported that when the foot pedal was pressed, the console made an uncommon noise, and no energy output came out. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that when the foot pedal was pressed, the console made an uncommon noise, and no energy output came out. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.